Manufacturer narrative:
The radical-7 involved in this incident was not returned; however, the device's battery was returned. After troubleshooting by the customer, it was determined that the issue was with the device battery. During evaluation it was found that the rds-1 battery charging led became solid when the radical-7 with the returned battery was installed, however it stopped charging after a few minutes. Although the battery was not charged the low battery alarm annunciated. After docking the radical-7 into the station again, the device charged for several hours and the device was able to run on battery power for over 5 hours. After a reconditioning cycle, the battery could then be used. It was concluded that the battery is defective.

Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that the device has charged fully before use, but the battery life is too short (about 30 minutes). We couldn't confirm error message and alarm. No patient impact or consequences were reported.